Event description:
The customer stated they received questionable results for 28 patient samples when testing for vitamin b12 (b12). Initial test data were provided for 26 samples, and repeat testing data were provided for 24 of the 26 samples. All 24 samples for which repeat testing data were provided were found to be discrepant. The customer has 2 cobas 8000 lines, one designated "stat," and the other designated "routine." The initial, incorrect results were obtained on the stat line. The repeat results are from the routine line. Samples were analyzed in sample cups coming from an mpa preanalytical system. The customer stated that around 1:30 pm they began to receive low b12 results on the stat line. The user discovered the low results after validating 4-5 samples at around 2:15 pm. At 3:30 pm the stat line was stopped for maintenance, after receiving an alarm regarding the water supply at 3:20 pm. For patient sample 1 the initial b12 was 45.53 pmol/l and the repeat result was 181.0 pmol/l. For patient sample 2 the initial b12 was 31.34 pmol/l and the repeat result was 253.8 pmol/l. For patient sample 3 the initial b12 was 44.94 pmol/l and the repeat result was 231.6 pmol/l. For patient sample 4 the initial b12 was 31.10 pmol/l and the repeat result was 202.7 pmol/l. For patient sample 5 the initial b12 was 26.79 pmol/l and the repeat result was 238.9 pmol/l. For patient sample 6 the initial b12 was 44.55 pmol/l and the repeat result was 412.1 pmol/l. For patient sample 7 the initial b12 was 35.42 pmol/l and the repeat result was 302.6 pmol/l. For patient sample 8 the initial b12 was 28.43 pmol/l and the first repeat result was 201.6 pmol/l, from the routine line; the second repeat was 27.88 on the stat line; the third repeat was 203.6 on the routine line. For patient sample 9 the initial b12 was 53.04 pmol/l and the repeat result was 287.8 pmol/l. For patient sample 10 the initial b12 was 61.99 pmol/l and the repeat result was 473.7 pmol/l. For patient sample 11 the initial b12 was 44.40 pmol/l and the repeat result was 181.0 pmol/l. For patient sample 12 the initial b12 was 34.44 pmol/l and the repeat result was 253.8 pmol/l. For patient sample 13 the initial b12 was 33.05 pmol/l and the repeat result was 198.5 pmol/l. For patient sample 14 the initial b12 was 32.56 pmol/l and the repeat result was 227.1 pmol/l. For patient sample 15 the initial b12 was 63.72 pmol/l and the repeat result was 361.7 pmol/l. For patient sample 16 the initial b12 was 34.47 pmol/l and the repeat result was 247.3 pmol/l. For patient sample 17 the initial b12 was 38.08 pmol/l and the repeat result was 403.7 pmol/l. For patient sample 18 the initial b12 was 35.38 pmol/l and the repeat result was 170.0 pmol/l. For patient sample 19 the initial b12 was 58.94 pmol/l and the repeat result was 391.4 pmol/l. For patient sample 20 the initial b12 was 45.10 pmol/l and the repeat result was 480.8 pmol/l. For patient sample 21 the initial b12 was 46.06 pmol/l and the repeat result was 384.7 pmol/l. For patient sample 22 the initial b12 was 59.84 pmol/l and the repeat result was 372.1 pmol/l. For patient sample 23 the initial b12 was 36.77 pmol/l and the repeat result was 589.9 pmol/l. For patient sample 24 the initial b12 was 162.7 pmol/l and the repeat result was 830.7 pmol/l. The customer stated that 18 incorrect results were reported outside the laboratory, followed shortly by a corrected report. It is unknown which 18 incorrect results were reported; clarification has been requested. The event did not cause or contribute to an injury, illness, deterioration in health, or medical intervention. No patients were harmed by any actions taken. The b12 reagent lot number was 16750802 with an expiration date of 07/31/2013.

Manufacturer narrative:
The event occurred in (B)(6). The investigation determined the calibration for the test was not within expectation at the time of the event. In addition, the quality control at that time was not within the specifications. Since a later calibration yielded quality control results within specifications, a possible cause for the event may be that the reagents were not at room temperature for the initial calibration. Further investigation was unable to determine whether the erroneous results were obtained from a reagent pack with an acceptable or unacceptable calibration and that this issue cannot be clarified retrospectively. An instrument issue can be excluded.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). The investigation determined the calibration for the test was not within expectation at the time of the event. In addition, the quality control at that time was not within the specifications. Since a later calibration yielded quality control results within specifications, a possible cause for the event may be that the reagents were not at room temperature for the initial calibration.